Manufacturer narrative:
File related to MDR is 3011649314-2025-00778.

Event description:
The customer reported that a glidewell ht implant was defective. The patient's bone quality is type I and the patient's oral hygiene is reported as poor. The patient came in for a primary procedure on tooth #4 on (B)(6) 2025. During implant placement, the provider determined the implant had lacked primary stability; granulation / fibrous tissue around the implant and abnormal bone loss were detected. The implant was removed and replaced with a larger implant. The second implant also failed and was also replaced with a larger implant. The patient had no permanent injury. A follow up with the customer confirmed that both implants were for the same tooth location (#5). It was confirmed that the explant date for both was the same as the implant date (B)(6) 2025.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Several attempts have been made to provider to obtain additional, without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is (B)(4). The report for the additional reported device is found in the following medwatch report: 3011649314-2025-00771. The manufacturer internal reference number is (B)(4).